Manufacturer narrative:
The shave prep razor had been left in a patient's room on a med-surg floor in the hospital. The patient was a male. The patient took the razor apart and removed the blade. He then used the blade to cut his wrists. He subsequently died. The contact at the facility could not explain why this blade was left in the room, and was not sure if it had been given to the patient for general shaving purposes. They understand the intended use was for shave prep procedures.

Event description:
A shave prep razor was left in the hospital room of a male patient. The patient took the razor apart and removed the blade. He then used the blade and cut his wrists. He subsequently died.